Event description:
It was reported that this implantable pacemaker recorded noise on both leads. The health care professional (hcp) advised that provocative maneuvers did not produce any noise, and there was normal device function. Technical services (ts) was consulted and through troubleshooting with the hcp the recorded noise on the electrogram (egm) corresponded to the time and day of the patient's procedure that was not related to a device malfunction. Ts did advise the electromagnetic interference (emi) was oversensed by the device. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.